Event description:
It was reported that on the date of this report they were changing out the implantable neurostimulator (ins) due to normal battery depletion. The ins was on before the patient had come in on the date of this report and the battery voltage was at 3.6 volts. The ins was interrogated with the clinician programmer and a message was seen that it could not confirm parameters at the current settings. It had switched to the default settings. The beginning of the session showed the ins was on at c+, -1, 4.6v, 60pw, and 170 rate. At the end of the session the default settings were -0+3, 0v, 210pw and 30 rate and the ins was off. The manufacturing representative had never seen that before and wanted to know why it had happened. This had happened upon initial interrogation. There was no patient death or injury and the patient had recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3389s-40, lot# v452133, implanted: (B)(6) 2010, product type: lead; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3389s-40, lot# v320477, implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the ins battery had normal end of life and the telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was not a por code that was given. The patient was fine post-operatively and they got a new device.